Event description:
According to the reporter: the last 10mm of staples did not close. There was no injury, no blood loss, nor any tissue loss. The surgery time was extended beyond 30 minutes to perform manual suturing.

Manufacturer narrative:
(B)(4).